Event description:
It was reported that during an angioplasty treatment procedure, the sheath detached from the delivery system. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric shaped, 110mm in length, de novo target lesion was located in the non-tortuous and non-calcified, 5mm in diameter superficial femoral artery (sfa). Pre-dilation was performed with an unspecified balloon catheter resulting in 15% residual stenosis. This 6x120x120 epic stent was selected and satisfactory stent release was accomplished; however, when attempting to remove the delivery system, the white protective sheath separated from the delivery system. They recovered it by pulling the distal end of the delivery system and simultaneously pulling the hydrophilic guide. It was noted that the white protective cover remained over the hydrophilic guide and was removed on the guide. An angiogram was performed and the stent was well position against the vessel wall. No further patient complication were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the inner shaft was completely separated from the epic sds. Outer sheath, tip and handle: there was no damage or irregularities noted. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had 2mm of residual adhesive on the proximal end which is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the sheath detached from the delivery system. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric shaped, 110mm in length, de novo target lesion was located in the non-tortuous and non-calcified, 5mm in diameter superficial femoral artery (sfa). Pre-dilation was performed with an unspecified balloon catheter resulting in 15% residual stenosis. This 6x120x120 epic stent was selected and satisfactory stent release was accomplished; however, when attempting to remove the delivery system the white protective sheath separated from the delivery system. They recovered it by pulling the distal end of the delivery system and simultaneously pulling the hydrophilic guide. It was noted that the white protective cover remained over the hydrophilic guide and was removed on the guide. An angiogram was performed and the stent was well position against the vessel wall. No further patient complication were reported and the patient's status is stable.